Event description:
Device produced a burning odor. Reporter stated that an examination of the device revealed that one of the contact pins had blackened. No operator injury was reported. Technical supprot requested the return of the suspect device and replacement product was shipped.